Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 48 mg/dl. Customer stated they had just exercised. It was unknown how the customer treated for their low blood glucose. Patient also reported that the insulin pump screen remains frozen even when they remove the battery. Battery cap was broken. It was unknown if the customer using auto mode feature at the time of reported low blood glucose event. The insulin pump will not be returned for analysis.